Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 63 mg/dl. Troubleshooting was performed. Customer experienced a concussion, passed out, experienced bleeding and the ambulance came to help treat the patient. Customer advised they treated their low blood glucose levels via food. Customer's current blood glucose level was 255 mg/dl. The insulin pump will not be returned for analysis.